Event description:
A us distributor reported that a patient was receiving adjust belt messages.

Manufacturer narrative:
Device evaluation of electrode belt has been completed. The reported problem (adjust belt messages, asystole event) has been confirmed. Upon investigation the electrode belt failed an ECG fall-off test. This failure was due to defective q1 and v4 components on ECG a and ECG b. The root cause for the defective components could not be positively identified. There were no adverse events associated with the defective electrode belt.